Event description:
It was reported that during a routine ipg replacement, the patient's lead had low impedances. As a results, surgical intervention was undertaken on (B)(6) 2025 wherein the lead extension was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.